Event description:
It was reported by service report that the fowler sinks with weight on it. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
The manufacturer's investigation is still ongoing. Additional information will be submitted in a follow-up report.